Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had difficulty charging the ipg. Patient stated that the device is in a position where she needs to get in the fetal position to charge the device. The patient underwent surgical intervention where the ipg was explanted and replaced. Surgical intervention addresses issue.